Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 50 mg/dl. Customer declined troubleshooting for low blood glucose reading. Customer did not report any symptom. Customer also reported priming issue. Customer was not able to exit the priming loop and customer did not received second series of beeps or numbers. Customer was advised to discontinue from the insulin pump and revert to back plan per healthcare instruction. Insulin pump will be returning for analysis.

Manufacturer narrative:
Unit received with currents in specification. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed rewind and prime test. Back light works properly. Unit had minor scratched lcd window, cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.